Event description:
This case was initially received via regulatory authority (food & drug administration, reference number: mw5074292) on (B)(6) 2018. This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ("I have had several health issue including the need for an endometrial ablation because of bleeding") in a female patient who had essure inserted. Concomitant products included aripiprazole (abilify), bupropion (wellbutrin), calcium d3 (calcium +vit d), fetzima, multivitamin and obetrol (adderall). On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced genital haemorrhage (seriousness criteria disability and intervention required). The patient was treated with surgery (endometrial ablation). At the time of the report, the genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage to be related to essure. The reporter commented: consumer mentioned a serious injury (life-threatening, hospitalization, required intervention and other serious ¿ important medical event) but did not specify it to one of the events. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (food & drug administration, reference number: mw5074292) on 19-jan-2018. The most recent information was received on 06-sep-2018. This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ("I have had several health issues including the need for an endometrial ablation because of bleeding") in a female patient who had essure inserted. Concomitant products included aripiprazole (abilify), bupropion (wellbutrin), calcium d3 (calcium +vit d), multivitamin, obetrol (adderall) and other antidepressants. On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced genital haemorrhage (seriousness criteria disability and intervention required). The patient was treated with surgery (endometrial ablation). At the time of the report, the genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage to be related to essure. The reporter commented: consumer mentioned a serious injury (life-threatening, hospitalization, required intervention and other serious ¿ important medical event) but did not specify it to one of the events. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (food & drug administration, reference number: mw5074292) on 19-jan-2018. The most recent information was received on 31-jan-2020. This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('I have had several health issue including the need for an endometrial ablation because of bleeding') in a female patient who had essure inserted. Concomitant products included (), amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall), aripiprazole (abilify), bupropion hydrochloride (wellbutrin), calcium;colecalciferol (calcium +vit d) and other antidepressants. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criteria disability and intervention required). The patient was treated with surgery (endometrial ablation). At the time of the report, the genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage to be related to essure. The reporter commented: consumer mentioned a serious injury (life-threatening, hospitalization, required intervention and other serious ¿ important medical event) but did not specify it to one of the events. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-jan-2020: social media report received : case became potentially legal, reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.